Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Method, result, and conclusion codes apply to interstim and lead (lot#va14uvb). If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the lead did not move; this information conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va14uvb, implanted: (B)(6) 2016, product type lead; product ID: 3889-33, serial/lot #: va14uvb, ubd: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for fecal incontinence as well as gastrointestinal/pelvic floor. Consumer reported their bladder symptoms started back up around (B)(6) 2017, (B)(6) 2017, (B)(6) 2018 and they are back to having accidents and leakage. Patient reported they have to wear depends since january and were having urgency problems. It was reported that they have a pelvic floor issue. Patient reported their bowel symptoms did decrease by 50% with major accidents, but it did not cut down on seepage accidents, and now it is hit or miss with the major accidents. It was reported that the patient has crohn¿s and it had flared up for about 9 months and none of the medication was working. In (B)(6) 2018 the patient had pain management injections in their back for gastric block. The physician reportedly noticed the leads had moved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.